Manufacturer narrative:
The technician isolated the issue to the gas springs. He replaced the gas springs to repair the stretcher.

Event description:
Info received indicates the head section will not lower.